Manufacturer narrative:
Additional concomitant medical products and therapy dates:fish oil - 1 month -amaryl - 1 day - 1 mg dailyglucophage - dates unk - 500mg thrice daily

Event description:
Customer alleged discrepant blood glucose results of 118mg/dl on the aviva system when compared with a result of 70mg/dl on a professional meter when the tests were performed back-to-back within 10 minutes. Customer reported self-treatment with candy and soda and felt better within 15 minutes. A request was made for the return of the suspect device and replacement product was sent.